Event description:
The tubing malfunctioned on this patient. The blue access port has a clear plastic interior. The clear plastic was hanging out of the blue port. No harm to the patient noted but this could be a potential infection control issue and the valve coming out could change the pressure inside the tubing.